Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 5076 implantable pacing lead implanted: 2002 ;-(B)(6); (B)(4) implantable pulse generator (ipg) implanted: 2011 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the atrial pacing lead was rising. There was rising impedance from approximately 550 ohms in (B)(6) 2013 up to over 3000 ohms by (B)(6) 2013.

Event description:
It was reported that there was a high/rising impedance and rising threshold on the right atrial (ra) and right ventricular (rv) leads. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.